Event description:
It was reported to boston scientific corporation, that during preparation for a extracorporeal shock wave lithotripsy, an occlusion balloon was being filled and started to leak. The procedure was completed with another occlusion balloon. There were no patient complications and the patient was reported to be "stable".

Manufacturer narrative:
A visual examination of the returned device revealed both proximal and distal balloon bonds were intact and continuous. The balloon was observed to be ruptured in the midsection. A device history record review confirms that this device met all material, assembly, and performance specifications.